Event description:
Don't have exact date. I was accepted to (B)(6) in (B)(6). I was advised by medtronic I would need to go thru a 3rd party which in this case is (B)(4), because they don't handle (B)(6) directly. I have been advising both companies that my pump was not upgradable to be able to use their new sensors and it has been ignored constantly. I keep getting the new sensors which are no good to me since the pump does not accept it. No calls or emails are returned by medtronic. I believe (B)(4) is trying to get me a new pump. To this date I know nothing of what is going on. I passed out at a gas station because my pump keeps dispensing insulin which without the sensors, it has no way of knowing if I need insulin or not. From the fall the pump cracked and I am now using pens to dispense my insulin. Due to my condition, I am required to have a pump with proper sensors, it is not a luxury. I have missed work because the sugar readings are uncontrollable without the pump. Nobody seems to know what is going on. I need to return the pump and I can't seem to get thru. The hold times exceed 30 min or more. I have no idea what else to do since this has been going on since (B)(6). I have been holding for 1 hr for medtronic. (B)(4), I keep leaving messages I get no reply.